Event description:
Healthcare professional reported through clinical study follow up that approx 65 months post implant the pt expired; cause of death unk. One month prior to death pt had complained of increased shortness of breath. Previous year follow up exam (10 mos prior to death) did not report any adverse events; echo revealed 2mmhg and no regurgitation. No autopsy was performed; therefore, the valve was not returned for analysis.